Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m6102t501 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 jun 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the sleeve inflated during use. The device was in used less than a day and there was no injury to the patient. Per additional information received 14 jun 2017, the reported issue was resolved by replacing the product. No patient injury or other medical intervention required. No further information has been provided at this time.